Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the issue. It was also reported that resistance was experienced when filling the cartridge with insulin. Caller was able to successfully fill the existing cartridge with the original needle. Customer's blood glucose was 465 mg/dl at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.